Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded noise, oversensing and pacing inhibition. This patient was dependent and experienced asystole greater than 2 seconds. The noise was present on the right atrial (ra), right ventricular (rv) and shock channels. Boston scientific technical services recommended further in-person evaluation, including performing isometrics and pocket manipulation to see if noise could be reproduced. No adverse patient effects were reported. The crt-d, rv lead and competitor ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)